Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 35mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. The patient had a routine 45-day follow-up transesophageal echocardiography (tee) and a thrombus noted on the limbus side of the watchman closure device. The device was confirmed to have not changed position from initial implant and the shoulders were at the level of the ostium. There was no leak/jet or gutter, and compression was within specification. The patient had been placed on dual antiplatelet therapy (dapt) post procedure and was changed to oral anticoagulation (oac) in response to this event.